Manufacturer narrative:
Type 2 diabetic reported that she was an inpatient due to having a bg 625. The patient stated that she had blood work prior to an appointment with her endocrinologist. The endocrinologist suggested that she go to the emergency room(ER), where she would be admitted to the hospital. The patient was admitted to the hospital on (B)(6) 2018. The patient shared that she did not have any symptoms of hyperglycemia and her usual bg range is 300-400, with a hga1c 14%. The patient applied vgo30 devices while an inpatient and her bg on (B)(6) 2018 at dinnertime was 174. The patient shared that upon discharge she was wearing a vgo30 and will continue with 2-3 bolus clicks per meal, which is the same as pre-admission. The patient stated she has an appointment with the hcp in about 6 months, but will see her primary care doctor in 2 weeks. The patient did not retain the device she was wearing on admission. There was no allegation of device malfunction. No root cause can be determined from the information provided.

Event description:
Type 2 diabetic reported that she was an inpatient due to having a bg 625. The patient stated that she had blood work prior to an appointment with her endocrinologist. The endocrinologist suggested that she go to the emergency room(ER), where she would be admitted to the hospital. The patient was admitted to the hospital on (B)(6) 2018. The patient shared that she did not have any symptoms of hyperglycemia and her usual bg range is 300-400, with a hga1c 14%. The patient applied vgo30 devices while an inpatient and her bg on (B)(6) 2018 at dinnertime was 174. The patient shared that upon discharge she was wearing a vgo30 and will continue with 2-3 bolus clicks per meal, which is the same as pre-admission. The patient stated she has an appointment with the hcp in about 6 months, but will see her primary care doctor in 2 weeks. The patient did not retain the device she was wearing on admission. There was no allegation of device malfunction.